Event description:
It was reported this was an arteriotomy closure of the left common femoral artery using the pre-close technique via a 6fr sheath hole prior to a thoracic aortic aneurysm (taa) procedure. Reportedly, the proglide was flushed before use, however, in the anatomy there was no obvious blood flow from the marker lumen. The sutures of two new proglide were successfully pre-placed. The sheath was upsized to a greater that 8.5fr sheath and the procedure was completed. Hemostasis was achieved with the pre-placed proglide device sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was returned for analysis. The reported ¿no obvious blood flow from the marker lumen¿ was not confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. G2: report source.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was an arteriotomy closure of the left common femoral artery using the pre-close technique via a 6fr sheath hole prior to a thoracic aortic aneurysm (taa) procedure. Reportedly, the proglide was flushed before use, however, in the anatomy there was no obvious blood flow from the marker lumen. The sutures of two new proglide were successfully pre-placed. The sheath was upsized to a greater that 8.5fr sheath and the procedure was completed. Hemostasis was achieved with the pre-placed proglide device sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.